Manufacturer narrative:
The reported detached sideport tubing could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported detached sideport could not be conclusively determined.

Event description:
During the procedure, the extension tube of three way stopcock became separated from the introducer while aspirating the blood from the three way stopcock. The device was replaced and the procedure was completed with no adverse consequences to the patient.